Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient remote monitoring system that this right ventricular (rv) lead and the associated cardiac resynchronization therapy defibrillator (crt-d) exhibited low out-of-range (oor) shock lead impedance (sli). Additional information from the field representative that the cause of this observation was not determined. At this time, the system remains in service. No adverse patient effects were reported.